Event description:
It was reported the patient was overstimulated by the system and experienced intense rib stimulation. Reportedly the patient was able to turn off the stimulation. It was also reported the patient turned on stimulation using the programmer, which increased stimulation amplitude on its own. Follow-up revealed the sjm representative reprogrammed to regain coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.